Event description:
It was reported through clinic notes, and by the physician directly to a company representative, that the patient's device has been implanted for over 10 years and the patient has had an increase in seizures and will be referred for replacement surgery. It was also found in clinic notes that the patient has a feeling that her vns is not working properly; however, no explanation for why she felt that way was provided. In clinic notes the physician stated he was able to adjust vns settings and interrogate the device and found that the battery is not near end of battery life; however, he feels the patient is in need of a new device. The patient's increase in seizures was slight, as she has only had 4 seizures between (B)(6) 2015 and (B)(6) 2016. Her pre-vns baseline seizure rate was 0-4 seizures a month. Attempts for additional relevant information have been unsuccessful to date. No known surgeries have occurred to date.

Manufacturer narrative:
Adverse event or product problem; this information was inadvertently reported incorrectly on the initial MFR. Report. Outcomes attributed to adverse event; this information was inadvertently reported incorrectly on the initial MFR. Report. Date of event; this information was inadvertently reported incorrectly on the initial MFR. Report. Type of reportable event; this information was inadvertently reported incorrectly on the initial MFR. Report. Event codes, method; this information was inadvertently reported incorrectly on the initial MFR. Report and should have been reported as 67. Event codes, method, results, conclusions: this information was inadvertently reported incorrectly on the supplemental #01 MFR. Report.

Event description:
It was later reported by the physician that the patient's vns system diagnostics were last performed on (B)(6) 2016 which showed a value of dcdc = 3 and is within normal limits. It was noted the surgery is still pending and has not occurred to date.

Event description:
Patient underwent generator replacement for battery depletion. The explanted generator has not been received to date. The neurologist indicated that the battery was replaced and that the parameters were within normal limits. It is unclear if the parameters mentioned are for the device in question or not.

Manufacturer narrative:
(B)(4).

Event description:
The explanted generator was received and assessed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.